Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that following the implant of the implantable pulse generator (ipg) the patient developed a hematoma. The patient presented to the clinic with pain and fever. The hematoma was drained and blood cultures done one the aspirate which came back positive. The device was explanted and replaced. No further patient complications have been reported as a result of this event.